Manufacturer narrative:
Conclusion and justification status for MDR: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address metallosis and increased ion levels. Update rec'd (B)(6) 2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, discomfort, and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. Dob was provided. There is no new additional information that would affect the outcome of the MDR decision update rec¿d (B)(6) 2014 - patient's medical records were received. The patient was revised to address pain. Records indicate upon revision minimal corrosive changes were found around the taper. The stem is being added to the complaint at this time. The complaint was updated on: (B)(6) 2014

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required were not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Medical records and patient x-rays were obtained and reviewed by a medical professional. With the limited amount of information available, it cannot be determined that the complaint is product related. It was reported the depuy devices were implanted in conjunction with a competitors acetabular cup. This is not recommended and is considered off label use. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update (B)(6) 2015-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, corrosion, and increased metal ions (no labs provided). There was no mention of any corrosion. Part/lot is being updated. The complaint was updated on:(B)(6) 2015